Event description:
We received a report that a z900200295 was explanted from a patient's eye. The reason for the explant and the date the procedure was performed were not provided. Additional information has been requested but not received.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that the lens has one haptic detached and missing. It was cut in pieces and some pieces of the lens are missing too. The lens has scratches and a few particles that appear to be viscoelastic (ovd) on lens. Also, revealed that the sample has residuals that could be compatible with handling the lens out of sterile environment. There was no indication of a manufacturing related issue. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). Date of event: (B)(6) 2014. Follow up information received indicated the intraocular lens (iol) was removed and replaced during the same procedure because it was torn. There were no surgical complications such as an incision enlargement. It was replaced with another lens during the same procedure. The patient has recovered. Implant date: (B)(6) 2014. Explant date: (B)(6) 2014. (B)(4). Should have included this discussion regarding the manufacturing record review: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.